Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device had no output or telemetry upon return. The device case was opened, and visual inspection revealed that the power inductor had become disconnected from the hybrid circuit. This is the likely root cause of the absence of output and telemetry. High powered visual inspection confirmed the inductor was loose/not attached to hybrid circuit. The inductor likely fractured due to some induced stress, which exceeds the material's mechanical properties. In addition, it was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.